Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Physician treated patient using a closurefast catheter. It is reported the treatment was completed successfully with no product performance issues experienced. Temperature and watts were optimal. After treatment, it was noted the heating element was charred in the middle. Some days post-procedure, the patient experienced pain in the treated leg. No further patient complications reported.